Event description:
It was reported that during a lap assisted distal gastrectomy, the device could not be fired smoothly at the first stroke of the first firing when the device was used for resection of the duodenum. As the device was fired more strongly, the firing trigger had difficulty in being released. The deployed staples were unformed in the middle of the staple line. Reinforcement material was not used. Another device was used for the patient side to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Indicator disk. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? We have no detailed information. What other color cartridges were used before and after this event? We have no detailed information. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The analysis results showed that one device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device performed properly. In addition, one indicator disc was noted to be broken. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical video of the procedure and photograph were provided for ees to review. Ees field quality engineer provided the following summary after review: "the echelon straight devices utilize a three link firing mechanism. Each stroke engages a link and the link drives the sled and knife assembly forward. If the tissue thickness exceeds the devices ability to bring the jaw gap within specification the device can jam knife assembly stop advancing. One reason for this is the next link in the chain cannot be advanced enough to be pick up by the firing mechanism and the device will stop advancing the knife and sled assembly. Waiting a full 15 seconds may have helped achieve a full firing sequence. However I still feel the tissue was too thick for a white staple cartridge selection. In my opinion the firing issue was the result of the tissue being too thick for the staple cartridge selection of white. I also do not feel that the very minor cartridge damage on the ecr60w would have impacted that cartridges performance."

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? What other color cartridges were used before and after this event? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? Is there any other additional information you would like to share about this device or procedure?